Event description:
Rptr experienced: loss of weight, pneumonia, allergies, pinched nerves, joint pain, loss of voice, tumors, stomach problems, cancer, arthritis symptoms, joint swelling/pain/stiffness in fingers, hands, feet, elbows, shoulders, back and wrists, muscle fatigue, swelling of hands/fingers, fatigue, left sided breast tenderness and inflammation, general aching/stiffness, breast mass after tissue expanders placed, throat surgery and nervousness. (Same rptr referred to in 1000258.)